Event description:
Pt underwent cataract surgery on 2/10/1999, and implantation of a starr model aq-20003v intraocular lens in the right eye. During the insertion process the lens optic tore. The surgeon removed the lens and due to additional manipluation, the wound stretched and had to be sutured. The lens was cut in half and removed. The dr stated tha the pt's prognosis is that she is doing just fine.